Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, analysis of the device memory indicated oversensing associated with the right ventricular lead.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.